Event description:
Additional information received from the patient reported the new device was implanted on (B)(6) 2008 due to doctor error.

Manufacturer narrative:
(B)(4).

Event description:
The patient implanted for post-lumbar laminectomy syndrome reported they had their implantable neurostimulator (ins) replaced in 2008. According to the patient the incision busted open so the physician implanted the ins up closer to the shoulder instead of by the waist. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the patient reported that the circumstances that led to the incision site opening included the doctor did not do the procedure right on (B)(6) 2007 and it got infected and had to be removed. The patient first noticed the incision had busted open on (B)(6) 2007. The replacement implantable neurostimulator (ins) was implanted on (B)(6) 2008.